Event description:
It was reported that the dexcom g6 continuous glucose monitor failed to pair with the ilet pump while glucose readings remained visible on the dexcom mobile application, and verification of the sensor code and transmitter serial number was completed with a restart of the ilet initiated. Symptoms included no adverse clinical effects. Outcomes included no impact to health or activities of daily living. Investigation included technical troubleshooting and user guidance regarding bluetooth pairing capacity for the transmitter and pump. Investigation of this case revealed that the device was searching for the transmitter and that education was provided about connection limits. It was concluded that the event involved a connectivity issue without clinical sequelae.